Manufacturer narrative:
Analysis of the ins (s/n (B)(4)), found no anomalies. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the chronic lead would not connect through the implantable neurostimulator (ins). The physician tried loosening the ins setscrew and the lead would still not fit through the ins. The physician used the directional guidewire to clear a passage in the ins, which it could pass all the way through but again the lead would still not fit through the ins. The product was replaced. The issue was resolved at the time of the report.